Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting her insulin pump continues to prime when insulin comes out, and the numbers do not count up. The drive support cap is also sticking out. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Her blood glucose was 442 mg/dl. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to protruded/loose drive support disk. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip.